Manufacturer narrative:
.

Event description:
On or about (B)(6) 2016, (B)(6) was seated in an (B)(6) wheelchair and was being pushed into her house through the front door by her husband. When her husband tilted the wheelchair to raise the front wheels to clear the door threshold the back left section of the wheelchair upholstery tore. The end-user fell backwards and struck her back, neck and head on her concrete porch. End-user's attorney stated an MRI reflects his client has herniated discs (l4, l5, l5-s1). It is unknown if surgery intervention will be required.